Manufacturer narrative:
The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr. Qc 2: 5.3 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. The patient's alleged results were observed in the meter¿s patient result memory. The patient's hematocrit is 35%. Per product labeling, hematocrit ranges between 25-55 % do not significantly affect results. Therefore, the patient's hematocrit level is within the acceptable range. The patient used the same finger to perform the 2nd measurement. Per operator manual, for a second measurement a new puncture of a different finger is mandatory.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to coaguchek xs pro meter unknown serial number. On (B)(6) 2022 at 10:30 a.m. The patient had a meter result of 2.2 inr while at 10:45 a.m. The lab meter result was 1.5 inr. The patient's warfarin dose was increased. The patient's therapeutic range was 2.5-3.5 inr. The patient's interval of testing is every 4-7 days.